Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that his sensor was reading low but his blood glucose level was high. Customer's blood glucose level was over 400 mg/dl. His blood glucose level was corrected with manual injections. The transmitter had a crack. The device was not retuned.